Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. During an emergency case, table movement was not possible and the procedure was continued on that system. Additionally, we were informed that the patient was resuscitated. After consultation with the customer, it was confirmed by the customer that the hardware problem was not the cause of the resuscitation. An on-site troubleshooting revealed that table movement was blocked due to a defective motor controller module (mcm). X-ray release nor stand/c-arm movement was affected due to the table movement problem. The defective mcm was exchanged as part of service activity which resolved the problem. The occurrence rate of this error was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an emergency procedure, the user reported that the table was not able to be moved at all. The procedure was continued and completed on the imperfect system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.